Manufacturer narrative:
(B)(4). D10: medical product: unknown femoral component: catalog#ni, lot#ni; unknown tibial tray: catalog#ni, lot#ni customer has indicated that the product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Subsequently, approximately nine (9) years post-implantation, the patient underwent a revision surgery due to instability. The articular surface was replaced without reported complication.

Event description:
Upon receipt of additional information, the previously reported event was found to be a duplicate complaint entry. The event has been reported under 0002648920-2025-00229.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; h2; h10; h11. Upon receipt of additional information, the previously reported event was found to be a duplicate complaint entry. The event has been reported under 0002648920-2025-00229. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.